Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The procedure went well without device issues or complication. After the procedure, the patient complained of chest pain and dyspnea. A chest x-ray was performed and a small pneumothorax was identified. The patient required chest tube placement and hospitalization. The pain was managed with fentanyl and dilaudid. The target nodule was in the left upper lobe, about 4 centimeters in size and abutting the pleura. The physician believed that the ion product did not cause or contributed to the pneumothorax and it would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the post-procedure pneumothorax cannot be determined. Per an isi failure analysis engineer, only partial logs available; a log review cannot be performed at this time.